Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an endoscopic cholecystectomy, the cystic artery was ligated intraoperatively. When the device was used as usual, the clip could not completely close the cystic artery. Replaced with new device immediately to close the cystic artery and complete the surgery smoothly. There was no patient consequence reported, no additional information could be provided. This case is from the health authority.